Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were acquired. There was no patient impact reported. The following information was provided by the initial reporter, translated from dutch to english: "based on what data do we think it is contamination? This is based on good sigmoidal curves that often show a somewhat later CT value + reduced signal intensity. Because the curve has a good shape, we know that there must be genetic material that is being multiplied ¿ if it is not in the sample then it must come from elsewhere, ie a source of contamination. Call activity comment: null client continues to report negative results according to their internal rules (rfu <500 = negative), but are reported as positive by the bd max. Customer does not do confirmatory testing; impossible to confirm or deny whether their suspicion of false positives is accurate. The curves are sigmoidal - there is true amplification - if the results are erroneous the customer has probably problems with contamination. It involves patient samples - customers own interpretations are reported to clinicians, not that of the bd max. They regularly check graphs to exclude any positive with a backgrounded rfu below 500."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had a "false positive." Review of log files by service revealed evidence of bubbles present in the pcr cartridge. Dispatch for gantry alignment was suggested by service specialists. Fse was dispatched to the customer site where they replaced pump 1 and the pump controller. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 18jun2013. Service history review was performed for the instrument (B)(6) and one additional work order was observed on 01apr2022 for the complaint failure mode reported as servicemax case (B)(6). No samples were expected to be received by quality for investigation and thus, returned sample analysis is not performed. The complaint is confirmed by service. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of may 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is long delay in test result; possible delay in treatment leading to non-permanent impairment and severe symptoms via document baltrm-maxinst-aph, revision 21, line hw12. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were acquired. There was no patient impact reported. The following information was provided by the initial reporter, translated from dutch to english: "based on what data do we think it is contamination? This is based on good sigmoidal curves that often show a somewhat later CT value + reduced signal intensity. Because the curve has a good shape, we know that there must be genetic material that is being multiplied ¿ if it is not in the sample then it must come from elsewhere, ie a source of contamination. Call activity comment: null. Client continues to report negative results according to their internal rules (rfu <500 = negative), but are reported as positive by the bd max. Customer does not do confirmatory testing; impossible to confirm or deny whether their suspicion of false positives is accurate. The curves are sigmoidal - there is true amplification - if the results are erroneous the customer has probably problems with contamination. It involves patient samples - customers own interpretations are reported to clinicians, not that of the bd max. They regularly check graphs to exclude any positive with a backgrounded rfu below 500.".